Event description:
It was presented that when the patient was presented in clinic for a normal check the device was unable to be interrogated with two different programmers. The device was replaced and the patient is doing fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With a replacement battery attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.